Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: mrh axle; cat# 64812120; lot# ctd39651, mrhk femoral bushing; cat#64812110; lot# lkn222, mrhk tibial sleeve; cat# 64812140; lot# lkp069, mrhk bumper insert 3 degrees; cat# 64812133; lot# lky364, mrh tib rot comp xs-xl; cat# 64812100; lot# 180645, mrhk femoral bushing; cat# 64812110; lot# lkr198, mrh knee fem xs lft; cat# 64811100; lot# jha6b, mrh tibial b/plt keel sml 1; cat# 64813110; lot# l6h6t, triathlon sym cone aug sz c; cat#5549-a-130; lot# t1j51, tri press-fit stem 14mm x 100mm; cat# 5565-s-014; lot# 0113782k, tri press-fit stem 16x150mm; cat# 5566-s-016; lot# 0087321d, triathlonctrfemconeaug sz1&2l; cat#5549-a-621; lot# lh641, mrhk fem distal blk 10mm xse; cat# 64811200; lot# unknown, mrhk fem distal blk 10mm xs; cat# 64811200; lot# unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
The following information was provided: the patient had an index left tka outside of cors scope. The patient developed pji in the left knee and underwent revision with a gmrs system for pji. All components exchanged on (B)(6) 2021 (then included into cors). The patient developed again pji and was revised only for all rotating hinge components exchanged on (B)(6) 2021. Patient developed again pji and is revised on (B)(6) 2024. Only all rotating hinge components were exchanged.